Manufacturer narrative:
A ge representative evaluated the system and repaired the camera synchro control circuit. The system operates as intended.

Event description:
The customer reported the system has a synchro fault in the imager. No patient injury was reported.